Manufacturer narrative:
Final analysis found the reported event of premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to an internal supply voltage node in an integrated circuit (u1). The cause of the premature battery depletion was due to excess current on the integrated circuit (u1).

Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation, the cardiac resynchronization therapy defibrillator exhibited premature battery depletion. The device was explanted and replaced. Patient did not experience adverse consequences and was stable.